Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the light cover glass and optical cover glass adhesive was worn, the distal end cap and adhesive was worn, there was delamination on the insertion tube, the aspiration housing and the air/water housing colored rings were worn, the light guide tube had minor delamination, the production labels on the plug body were missing, the image had uneven illumination, the bending angle in the up/down/left/right directions did not meet specification, there was play in the up/down and left/right angulation, there was water leakage in the suction connector, and the electrical safely test did not meet specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light glass was broken/cracked on the distal end of the olympus gastrointestinal videoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystallized contamination believed to be a simethicone type product was found within the auxiliary channel. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.